Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about getting compromised force sensor alarm. Customer's blood glucose was 39.6mg/dl. Customer treated the blood glucose and was assisted with troubleshooting. The alarm was not resolved. The insulin pump will not be returned for analysis. Replacement pump will be sent to the customer.